Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that following this implant procedure, the patient became combative after awakening from the anesthesia. The patient is (B)(6) and was swinging his arms and legs around violently and had to be restrained by seven staff members. Following this incident, loss of right ventricular (rv) sensing was observed with elevated threshold measurements. The patient was moved back to the table and the rv lead was repositioned without further incident. No adverse patient effects were reported.